Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a ventricular fibrillation episode while being monitored at the hospital. Upon interrogation, the implantable cardioverter defibrillator exhibited functional undersensing. It was also noted that after an atrioventricular delay, there was a ventricular pace on the t-wave which potentially triggered the ventricular fibrillation. The device was reprogrammed. The patient was in stable condition.